Event description:
A home patient (hp) contacted baxter's technical service center (tsc) for assistance regarding a system error 2240 alarm that was received during drain 2/5 of their automated peritoneal dialysis therapy utilizing their homechoice machine. Per initial report, the hp had disconnected their transfer set from the patient line of the homechoice set without pausing therapy. The hp later reconnected and received the system error 2240 alarm. Baxter's tsc assisted the hp in ending therapy early. No patient injury was indicated at the time of the initial report.